Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Clinical review was performed by an abbott vascular clinical specialist. The reviewer concluded that a perforation occurred in the mid-lad during an unknown intervention. Prior to the case, this patient was hemodynamically compromised. The graftmaster was inserted, was delivered and deployed sealing the perforation; however, the patient continued to decline and died in the ccl. Death in this case is related to the perforation. In addition, the reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. Minimal information is provided in this case and no product issue is reported. The investigation was unable to determine a conclusive cause for the reported difficult to insert. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with acute chest pain/unstable angina. During the procedure a perforation occurred in the proximal to mid left anterior descending artery. The patient declined bypass surgery and opted for a graftmaster covered stent. A 4.0 x 19 mm graftmaster covered stent was implanted and sealed the perforation. Additionally, a non-abbott percutaneous heart pump was inserted. Prior to use of the graftmaster, the patient was reportedly already hemodynamically unstable and while the graftmaster covered stent did not cause or contribute to complications or adverse events; the covered stent was reportedly too bulky and was difficult to insert inside the anatomy. The patient did not recover hemodynamically and expired the same day. No additional information was provided.